Event description:
The user facility reported pressure increase in the capiox device during a procedure. Follow up communication with the user facility reported the following information: an operation for acvb was conducted with capiox fx15 device; after initiation of bypass, pressure before the oxygenator increased; about 35 minutes later it reached 500mmhg; about 65 minutes after the bypass initiation, the oxygenator was replaced with a new fx15; it was confirmed that there was no blood loss when the device was changed out; after the replacement the pressure stabilized; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomalies in its appearance. The actual sample, after having been rinsed and dried, was subjected to another visual inspection, no anomalies were revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated in it and the pressure drop was determined at each flow rate. The obtained values were verified to meet the manufacturer's specifications. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related anomalies. A search of the complaint file found no other report with the involved product/lot# combination. The provided perfusion record was reviewed. The patient was (B)(6). Pao2 was always kept above 300mmhg all the way through the case. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur; and adequate heparinization of the blood is required to prevent it from clotting in the system. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).